Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (9) nine years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error code b30 occurred due to the faulty video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. The findings were as follows: dust and foreign material was inside the unit; the video connector receptacle board had corrosion; the power button was cracked; picture in picture connector was deformed; top cover, bottom chassis, front panel and front chassis were corroded. It was recommended upgrading the software version to 4.10 from the current 3.01. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an error code b30 while using the video system center. The issue occurred during preparation for use. There was no reported procedural delay or patient harm associated with the event.